Manufacturer narrative:
Evaluation of the returned swiftpac coil (swiftpac) confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly and the pull wire was in its initial position inside the pusher assembly distal tip. If the swiftpac is retracted against resistance during use, the pusher assembly may elongate causing the embolization coil to detach. Based on the reported complaint, the root cause of resistance could not be determined. The detached embolization coil was not returned for evaluation. Further evaluation confirmed kinks on the pusher assembly. This damage likely occurred due to advancement against resistance. Some of the kinks may occur during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the carotid cavernous fistula (ccf) using a swiftpac coil (swiftpac), a non-penumbra microcatheter, and a guidewire. During the procedure, while advancing the swiftpac through the microcatheter, the physician experienced resistance, and the embolization coil unintentionally detached partially in the microcatheter and partially in the patient's vessel. It was reported that the swiftpac pusher assembly was kinked. A snare device was used to remove the detached embolization coil. The procedure ended at this point. There was no report of an adverse effect to the patient.